Event description:
It was reported that the user experienced high blood glucose value reported at 401 mg/dl after eating without announcing the meal while using the ilet system; the agent advised allowing 1¿2 hours for the device to bring glucose back into range. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no escalation of care and no hospitalization. Investigation included customer communication and troubleshooting with education on appropriate meal announcement practices. Investigation of this case revealed user-related use error associated with a missed meal announcement; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error due to a missed meal announcement.

Manufacturer narrative:
Initial.